Event description:
Philips received a complaint on the mrx device indicating that the pacemaker function does not work. There was no patient involvement. The rse evaluated the device on remotely. The customer was instructed to use the test load in order to successfully complete the operation test, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the use error.